Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee replacement procedure. Subsequently, a revision procedure due to bearing fracture was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. Only the meniscal bearing was returned to complaints department and sent to zimmer biomet research department. Material analysis was performed to investigate the items. An oxford meniscal bearing was revised after approximately 10 years due to fracture. The revised meniscal bearing shows evidence of delamination, cracking and plastic deformation, which indicate that the bearing was subject to elevated stresses, likely due to adverse loading. Visual examination and the measured linear wear rate from the posterior edge of the bearing strongly suggest that the bearing was subject to impingement. The pre-revision radiographs show that osteophytes were present in the joint space, which may have led to impingement and ultimately contributed to the fracture of the bearing in this instance. The exact cause of the reported issue could not be concluded. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee replacement procedure. Subsequently, a revision procedure due to bearing fracture was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: expiration date and device manufacturer date.

Event description:
It was reported that a patient underwent an initial knee replacement procedure. Subsequently, a revision procedure due to bearing fracture was performed.